Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was recently hospitalized due to diabetic ketoacidosis and a blood glucose level of 1081 mg/dl. Blood glucose level at the time of the call was 357 mg/dl. During troubleshooting, the insulin pump showed three no delivery alarms in the alarm history. The customer was advised to monitor the device. The insulin pump was not replaced or returned for analysis.